Manufacturer narrative:
Additional narrative: product complaint # ==> (B)(4) investigation summary ==> the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. Device history lot ==> null device history batch ==> null device history review ==> null if information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr index procedure, asr right hip, reason for revision: unknown. Doi: (B)(6) 2009 : dor: unknown; (right hip). This pc is linked to (B)(4).